Event description:
Customer reported that in manual mode, the device would not charge to the selected energy level. No reported pt involvement. Service rep was able to duplicate reported condition. The device was repaired and proper operation confirmed.